Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Ketone level was moderate. Insulin injections were administered by the school nurse. Contact did not know cause of elevated bg and reportedly, discussed the event with a healthcare provider.